Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated that they heard an alarm and performed a system controller exchange on their own. Prior to the driveline disconnect and controller exchange on (B)(6) 2024 at 0634, the log files captured a backup battery fault due to the external backup battery failing a load test on (B)(6) 2024.

Manufacturer narrative:
Section d4: primary UDI corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during the review of the log file. The system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. The submitted system controller event log file spanned approximately 14 days (26oct2024 - 19nov2024 per the timestamp). A backup battery fault alarm activated due to the load test not passing on 08nov2024 at 06:30:47 and continued until the end of the log file. The driveline was disconnected for a system controller exchange on 08nov2024 at 06:34:14. There were no other notable events active in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to address the increase in backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was inspected when the patient returned to the clinic. No troubleshooting was performed prior to the patient exchanging the controller. The exchanged controller was being used as the patient's backup. The device would not be returning. No alarms or issues were noted on the controller.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.